Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device was unable to detect the attached electrodes. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (device problem code). Evaluation: the device was not returned to zoll medical corporation for evaluation. Instead, the device logs of the customer's report was provided. The customer's report of the device does not recognize pads was attributed to the ECG view being in leads instead of pads. Review of the device logs show that the device was powered on in pace mode with the ECG view in leads. At the time, no leads were connected, therefore no rhythm displayed. Pads were then placed on the patient, but the ECG view was still in leads view. An analysis was initiated and the ECG view changed to pads and a pads signal was displayed. There was no indication of a device malfunction. For the customer's report of shock advised for a non-shockable rhythm, the device worked as designed and configured and within the limitations of technology available. The device logs show CPR being performed while the device was analyzing. This influenced the algorithm to recognize a shockable rhythm. It is advised that CPR should not be performed during an analysis as the movement could affect the patient's rhythm and cause a false analysis. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device was unable to detect the attached electrodes and issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.